Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 180 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that at the post operation appointment earlier in the week, the patient's mother mentioned the patient was guarding the area. It was stated that the pocket looked good on the outside, but when the physician performed an ultrasound, they noticed that there was fluid in the pocket. It was noted there was pocket infection. The patient had blood work done and the results were "a little elevated". The physician went into the pocket on (B)(6) 2017 and there was some kind of purulent, serous drainage in the pocket, which was sent for cultures. They were currently in the operating room and the physician planned on removing the entire system. It was noted there was no allegation against the device sterility.